Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported by the parent that the pediatric patient experienced vomiting. The cgm was reading 116-127 mg/dl and the blood glucose reading was 444 mg/dl. The patient was hospitalized from (B)(6) and treated with IV insulin. Of note, the patient uses a beta bionics ilet pump. At the time of follow up, the parent said that patient was doing a little better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.